Event description:
As reported, during a procedure capsure fixation was used to fixate the mesh. It was reported that the fasteners deployed badly, the device gets stuck and failed to fixate to the tissue. It was reported that the three fasteners successfully fixed in the mesh and some fasteners failed to fixate were removed which leaves a stitch mark in the tissue. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fixation device failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. Note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure capsure fixation was used to fixate the mesh. It was reported that the fasteners deployed badly, the device gets stuck and failed to fixate to the tissue. It was reported that the three fasteners successfully fixed in the mesh and some fasteners failed to fixate were removed which leaves a stitch mark in the tissue. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fixation device failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. Addendum: this is an addendum to the initial MDR and is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies found. It is unclear what may have caused or contributed to the event as reported. To date, this is the only reported complaint for this manufacturing lot of 790 units released for distribution in september 2023. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.